Event description:
The patient was in the process of being discharged from the hospital. Upon removal of the 22 gauge intravenous catheter it was discovered that the catheter was missing from the hub. The patient reported seeing the catheter break and flip out of her arm. The patient refused to stay for additional evaluation and left the hospital.